Event description:
Event description guidant received information that after a successful implant when the lead was checked the following day elevated thresholds were noted and r-waves had dropped. An invasive procedure was performed to reposition this implantable lead after it was suspected that it had become dislodged. During this procedure, the helix coil could not be extended or retracted. The lead was removed and it was noted that tissue was on the helix coil. The lead was replaced.